Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 16:40:59 on 7/27/2023. At 00:31:39 on 7/28/2023, an arrhythmia was detected. ECG shows CPR/electrode lead fall off degrading to vt @ 240 bpm. The device properly detected vt. CPR/electrode lead fall off prevented lifevest from treating the patient. The device was shut down at 00:58:08 on 7/28/2023.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open 781 resistor caused or contributed to the patient death as the system was able to detect vt rhythm on the date of event. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.